Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va16d8c, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative that the battery was eroding through the skin. It was indicated that the patient had schizophrenia and messed around with the battery. Their mental issues contributed to the issue. There were no diagnostics/troubleshooting performed. The original system of the battery and lead were removed on the day of the report, and a complete system replacement occurred. The issue was reported as resolved. The indication of use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.